Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had screen was flashing with a red x and an open book, it had the battery out and wont stop. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated when she was looking at the insulin pump it looked like there was a small water bubble under the screen. The device will be returned for analysis.